Manufacturer narrative:
(B)(4). Batch # u5aa10. Device analysis: the analysis found that one plee60a device was returned with no apparent damage with two reloads present. The reload (b) was received with no apparent damage and fully fired. The reload (c) was received with the left side fully fired, right side outer row partially fired 1/3, and the right two inner rows fully fired. Upon evaluation of the reload (c), the reload body, one piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested but not available: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
```It was reported that during a laparoscopic sleeve gastrectomy, the device failed. No other information is available. There were no patient consequences.